Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. The customer's blood glucose level was approximately 124 mg/dl. The contact reported the pump may have shutdown due to the battery depleting, however the customer did not recall the pump shutting off. The customer had manual injections available as alternate insulin therapy.